Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records reviewed: a poor quality, low resolution picture of the patient's pathology report from their hip was provided and is difficult to read. It identifies that there was a synovial tissue biopsy received from the surgical procedure, which demonstrated no acute inflammation, and other details that this reader could not resolve. In addition, left hip hardware was also received that had been removed during the same surgery as the previous biopsy. It consisted of an explanted metal acetabular liner and a metal femoral head component. Also provided were records for serum cobalt and chromium metal ion assays, indicating the following: (B)(6) 2023: cobalt, serum 49.3 mcg/l high, chromium, serum 35.9 mcg/l high. (B)(6) 2024: cobalt, blood 22.2 mcg/l high. (B)(6) 2024: cobalt, blood 5.5 mcg/l high. (B)(6) 2024: cobalt, serum 2.9 mcg/l high, chromium, serum 20.5 mcg/l high.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received (mw5160011 and mw5160012): it was reported that the patient was implanted with johnson and johnson prostheses in 2008. Postoperative adverse event reported: deteriorating left hip, significant high levels of cobalt and chromium blood test results, cobalt 49.3 (50x normal) chromium 39.9. X-rays show partial dislocations in left hip left hip revision was performed in 2023, followed by serious complication in 2024: resistant wound infection, atrial fibrillation (afib), cardiac irregularities. This complaint: (B)(4) captures 2023 revision due to hip dislocation while related complaint: (B)(4) reports captures 2024 adverse event of infection.